Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 1 month postop: developed left elbow olecranon bursitis after l-shoulder surgery; resolved with cortisone injection 3 months later. Mild in severity (not calling out due to bursitis is related to elbow and not shoulder) cortisone injection administered in office, resolved symptoms by follow-up. 9 months postop: patient noted persistent l-shoulder stiffness during follow-up visits, receiving pt and deltoid injections for management. Ongoing as of last office visit 2 years post op. Mild in severity. Pt prescribed for shoulder stiffness; injections given for pain management. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: e1 44-36 std hmrl brng, cat# ep-115393, lot# 719450. Compr srs prox bdy - sm 48mm, cat# 211215, lot# 179160. Compr srs mod stem - 10x150mm cat# 211243 lot# 986950. Comp rvs tray co 44mm, cat# 115370, lot# 341440. Compr srs mod rgx aug - sm, cat# 211228, lot# 005970. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient was treated with a cortisone injection and pt 9 months post implantation due to shoulder stiffness and pain. All implants remain implanted. No revision is scheduled. Attempts have been made and no further information has been provided.